Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inflation / drainage lumen wall perforated ¿. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was bleeding due to usage of a latex catheter. Patient went to the hospital and replaced it with a silicone catheter and stated that 2 of the silicone foley's that just drained and came out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was bleeding due to usage of a latex catheter. Patient went to the hospital and replaced it with a silicone catheter and stated that 2 of the silicone foley's that just drained and came out.